Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This issue occurred with a 2nd lot number of 1230189.

Event description:
It was reported that the patient has experienced an allergic reaction while wearing the infusion sets. The caller reported that there is redness and swelling at the insertion site. The patient consulted her endocrinologist who gave her anti-inflammatory gel to relieve the pain.